Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump received two alarms. Customer stated that when she changed the battery, she has to reset everything. Customer stated that the time was reset but not the basal rates. The device was not stored or not in use for an extended period of time. The alarms did not occur shortly after inserting a new battery. Customer also reported that the device has physical damage. Customer had been having high blood glucose at night because of what she had been eating. Blood glucose value is unknown. Nothing further reported.